Event description:
Rep reported that surgeon was placing a vp shunt. While the doctor was tunneling the peritoneal catheter the plastic tip of the codman disposable catheter passer broke off from the passer in the patients neck. Surgeon made an additional incision, but was unable to retrieve the piece.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation as it had been discarded. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device was discarded.